Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure to implant an amplatzer amulet (acp2), a trans-septal puncture was made with an unknown product which resulted in a pericardial effusion (pe). When the effusion appeared stable, the user inserted a 14f amplatzer torqvue 45x45 delivery sheath (tv45x45); however, a short time later there appeared to be an increase in the pe so the tv45x45 was removed and the procedure was aborted. The patient's act was reversed and pericardiocentesis was performed during which 3 units of fluid were removed. The next day, the patient was extubated and the pericardial drain was removed. A repeat tte revealed a trivial to small pe. The event was not related to the study device. Ultimately, on (B)(6) 2017, a 25mm acp2 was implanted. (Clinical study patient ID: (B)(6)).